Manufacturer narrative:
Lifescan (lfs) was requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on may 7, 2009, alleging an apply sample message on the pt's one touch ultra mini meter. The pt mentioned that her meter has never worked and she has had the meter since three months earlier. Pt mentioned that she retested with another vial of test strips same lot# and issue persisted. She mentioned that due to the alleged issue she did have to receive medical intervention. On an unspecified date the same month, she woke up and went to the bathroom and started to shake around 9:00 am. She did not attempt to test her blood glucose using her meter, she claimed she did not have time to test her blood glucose due to her symptoms. She contacted her daughter who contacted the fire department. Fire department arrived at her home 15 minutes later, and tested the pt using their meter and obtained a 30 mg/dl. She was treated with sugar water and was not taken to the hospital. No further treatment was required. The technique of applying blood on the test strip was incorrect. Customer care advocate (cca) assisted the pt using the correct technique; however, issue persisted. The meter is not a new product (out of box). The pt controls her diabetes via pills with diet and / or exercise. Products were all replaced. The complaint is being reported because the pt claims that due to the alleged apply sample message, she was unable to test and developed symptoms suggestive of hypoglycemia and had to receive medical attention.